Event description:
Additional information received reported that the patient did not shut it off at night. It was noted that an person was usually there. It was noted that the patient liked the ¿other device.¿ it was also noted that the patient received assistance from the healthcare professional (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment (B)(6).

Manufacturer narrative:
Product ID: 3387-40 lot# j0340295v, implanted: 2003 (B)(6); product type lead product ID: 748251 lot# serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID: 7438 lot# serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID: 7438 lot# serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was depleted. It was stated that the depletion ¿was normal,¿ but the patient ¿expressed dissatisfaction with longevity.¿ the patient reportedly still had a loss of therapeutic effect, as her arm was still ¿shaking.¿ it was noted that the patient¿s symptoms were returning, so the patient was going to see her healthcare provider to get ins changed out. It was later reported that the patient was going to replace their battery because it was ¿dead.¿ the patient was still having concerns but they were working with their physician.

Event description:
It was reported that the patient usually turns her stimulator off at night and back on in the morning, however, on the day of the report, the patient was not able to turn the device back on. It was noted that a light was on but she did not remember which one. A new battery was reportedly attempted in the patent programmer but it did not make a difference. It was also noted that "it was not turned on at all and it was more shaky." The patient was also reportedly not able to write with her right hand at the time of the report. It was later reported that the patient programmer had not been dropped. It was also noted that the patient had a return of shaking symptoms. It was later reported that the patient's programmer was not working. It was noted that the patient was not holding the programmer over her device "the first time." It was also noted that the green light on the bottom left of the programmer was the only one on. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information from the healthcare provider stated, the cause of the event was a ¿dead¿ battery. It was reported, the implantable neurostimulator (ins) had normal battery depletion. It was noted, the patient¿s ins was replaced in 2013. It was also reported the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the stimulator ins battery had normal end of life with no telemetry and no output.

Event description:
Additional information received reported that the cause of event was end of battery life and event was attributed to ¿dead battery.¿ no impedance measurement was provided because the device was unable to be interrogated. The implantable neurostimulator was replaced on 2013 (B)(6). No patient hospitalization was required due to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).